Event description:
Initial information was rec'd from a physician's assistant on (B)(6) 2010 and additional information was rec'd from a physician on (B)(6) 2010: a (B)(6) female consumer rec'd treatment with poly-l-lactic acid [scultra aesthetic] (lot #unk, expiration date unk) on (B)(6) 2008 and (B)(6) 2008. She was injected with 10cc into both her hands along with lidocaine. Shortly after the injections (2008), she developed multiple bumps and nodules on both hands. The nodules were 0.5 cm to 1 cm in size. The pt was given triamcinolone (kenalog) with saline and prednisone which did not help the pt. She had no other relevant medical history. At the time of the report, the pt still had the nodules. No further relevant information reported. This case is associated with (B)(4) (same physician reporter).